Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of non tender lumps or granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately 10 months after injection in the cheeks with two syringes of juvederm voluma xc, and concomitantly with one syringe of juvederm ultra plus xc in the lower mouth, chin area, the patient experienced swelling at the juvederm ultra plus xc injection sites, which the doctor diagnosed as non tender lumps or granulomas. Patient was also injected with radiesse approximately one month and four months after injection with juvederm. Hyaluronidase was provided as treatment. Symptoms have resolved. This is the same event and the same patient reported under MDR ID # (B)(4) (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.